Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Lead failure predictor triggered on (B)(6) 2015 for v-sics and nsts. Rv pace impedance steady at 390 ohms through (B)(6) 2015, rises out of range (> 3000 ohms) starting (B)(6) 2015. Rv tip to rv ring and rv coil to can show similar noise, suggesting emi was present during stored episodes.

Event description:
It was reported that the right ventricular (rv) lead fractured, had high impedance, and was unable to capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.